Manufacturer narrative:
E.1.initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx40 instrument there was a mis association of one patient sample number. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd bactec¿ fx40 instrument there was a mis association of one patient sample number. No adverse impact was reported regarding the patient or user.the instrument did not generate any error and did not incorrectly associate a vial to the wrong patient; it was a customer induced error.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Description of event: it was reported while using bd bactec¿ fx40 instrument there was a mis association of one patient sample number. No adverse impact was reported regarding the patient or user. The instrument did not generate any error and did not incorrectly associate a vial to the wrong patient; it was a customer induced error. Investigation summary: the customer reported that there was a mis association of one patient sample number on their bactec fx40 instrument. Bd remote services contacted customer, it was noted that the instrument did not generate any error and did not incorrectly associate a vial to the wrong patient, this was a customer induced error. The customer contacted bd remote services since they were missing the knowledge to correct the error. The mistake was realized immediately. The bd application specialist team corrected the association. There was no impact on the patient. The root cause is workflow. This complaint is an unconfirmed failure of a bd product. Instrument is working properly. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur, however, log files were collected and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed one previous case (02685582) related to instrument performance / operation. Bd quality will continue to closely monitor for trends associated with this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.